Event description:
Customer called to report getting assistance from paramedics for low blood glucose. The blood glucose reading at the time of the event was 39 mg/dl. Customer was treating a high blood glucose in the 400 mg/dl. Customer had treated with manual injections of 5 units, he must have given himself too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.